Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: (expiry date: 02/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, the cuff allegedly appeared papery with no fibrosis. It was further reported that the catheter allegedly slipped itself and spontaneously came out from the patient's skin. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 23cm glidepath d/l catheter was returned for sample evaluation. Along with return sample one photo was provided for review. Visual, microscopic visual, tactile and functional evaluations were performed. The catheter was gently stretched, and normal elasticity was felt throughout. No evidence indicating loose fitting was noted near the tissue cuff. Catheter moved out from the patient body as the cuff were moved from its original location, displacement was noted in photo. Therefore, the investigation is confirmed for the reported expulsion. However, the investigation is inconclusive for the reported loosing of implant issue as provided evidence are not sufficient to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, the cuff allegedly appeared papery with no fibrosis. It was further reported that the catheter allegedly slipped itself and spontaneously came out from the patient¿s skin. Reportedly, the catheter was removed. There was no reported patient injury.